Manufacturer narrative:
H3: analysis of the desktop charger 37761 (serial #:(B)(6) ) revealed that they scrapped due to frayed cord and damaged cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they said the implantable neurostimulator recharger (insr) was not charging. Caller say the screen that said to charge the insr. The green light was on the dtc but the connector pin was loose. Caller said they reset the insr before calling in but that did not resolve the issue. A request was sent to repair to replace the desktop charger. Additional information has been received that caller called in because they received the dtc but they are still getting the message to charge the insr. Reopened case to request to repair. Requested recharger as patient was supposed to charge on wed and hasn't been able to.